Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead 2014-04-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged, was revised, and remains in use. No patient complications have been reported as a result of this event.